Event description:
The contact stated she performed a blood test on the customer and received a reading of 9.2. It was verified the meter was set in mmol/l and the unit of measure was explained to the contact. The contact did not allege the customer experienced any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl and no product will be returned for evaluation.